Event description:
Skin irritation; the dermatologist reported contact eczema with ulcerations repeatedly in 2010 & 2011. A patch test with biatain foam was positive. The product was discontinued but the skin reaction is not healed.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.